Event description:
Event description guidant received information that this chronic ventricular implantable lead exhibited high, out of range pacing lead impedance measurements, continuous noise on the ventricular rate/sense channel, and inappropriate shocks resulted. A chest x-ray revealed a small mark on the lead. An invasive procedure was performed and this mark was too far down the lead to be visually inspected. Additionally, during this invasive procedure, it was noted that the chronic atrial lead had blood ingress in a 2-3 centimeter portion of the lead in the pocket. That area of the lead was covered up with a sleeve and medical adhesive to prevent further blood access.